Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 6 failed. A field service engineer (fse) adjusted front and back screws on both side rails on full height drawer 6 to resolve the issue. Further the fse recovered the drawer and tested multiple times. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary ab_standby drawer 6 had been failed on a daily basis. The drawer was initially difficult to close, and during recovery attempts, it produced a clicking sound and remained closed on the first attempt. On a second attempt, when the drawer was pushed in with force, it opened and successfully recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.